Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin pump error 23 alarm and the pump had suspended and not worked. The retainer ring was damaged. The reservoir was locked in place. Customer experienced hyperglycemia. The glucose level was unknown. Customer was treated with insulin syringes. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully and able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
S/w version 4.11 e. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged high bgs, pump error 23, retainer ring damage, blank display, and unexpected battery power loss found on (B)(6) 2023. Pump failed to rewind successfully, motor remains in its position, rewind anomaly was noted. Unable to perform displacement test, prime/seating test, basic occlusion test, occlusion test, and force sensor test due to rewind anomaly. Pump failed the sleep current test. The pump passed the active current test and self test. Test p-cap and reservoir locked properly into the reservoir compartment, however a partially detached retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed several pump error 43 alarms on the event date of 24-mar-2023, the first three are as follows: 20:59:37.000, 21:08:00.000, and 21:08:37.000. Pump alarmed a pump error 53 alarm (file number: 26, line number: 3041, esf #: n/a) on the event date of 03/24/2023 at 22:11:55.000. Pump error 53 alarmed due to a possible hardware error. Pump alarmed a pump error 4 alarm on 03/24/2023 at 22:11:55.000. Pump alarmed several pump error 23 alarms on the event date of 24-mar-2023, the first three are as follows: 22:05:03.000, 22:05:47.000, and 22:11:46.000. Pump alarmed a low battery alert on the event date of 03/24/2023 at 21:52:00.000 and was expected. Pump alarmed a replace battery alert on the event date of 03/24/2023 at 22:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, pillowing keypad overlay, partially detached retainer, broken reservoir tube lip, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for high bgs. Retainer ring damage was confirmed. Blank display was not confirmed during testing. Unexpected battery power loss and high sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Rewind anomaly was confirmed during testing due to moisture damage on the motor flex cable and motor home switch. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable and motor home switch. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 53. Moisture damage was confirmed found on the battery tube, the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Pump error 23 was confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.